Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had been alarming no delivery during their bolus attempts. The patient had three no delivery alarms on the day of call. The customer was sitting in the ER during the call; their blood glucose exceeded 600 mg/dl. The customer was disconnected from the insulin pump for less than 48 hours prior to the ER visit. The customer felt sick to their stomach. The customer was waiting to see a doctor and had not received professional treatment by the time of call. Troubleshooting was not completed. The insulin pump was not returned for analysis.